Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad buttons were unresponsive. The customer¿s blood glucose level was unknown. Customer tried to replace the batteries and removing the battery cap and same issue occurs. Customer states that numbers are ramping on their own and scroll bar is not moving with no input. The customers advice to remove and reinstall battery cap without removing the battery. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.